Manufacturer narrative:
Analysis of the 8637-40 found gear train anomaly, corrosion and/or wear and/or lubrication. Analysis found gear train anomaly, stall due to shaft-bearing. Analysis found slight corrosion on gear wheel three. Analysis found wear on the upper shaft of gear two. Analysis found damage to o-ring. Interrogation of the device determined it was used to infuse fentanyl 2,000 mcg/ml at 2,050.3 mcg/day.

Event description:
The device was returned to the manufacturer and underwent routine analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.